Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system pcb and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio-control further evaluated the removed system pcb at the failure analysis center and determined the cause of the failure to be the single board computer assembly.

Event description:
It was initially reported that the display was blank on the device. There was no report of pt use associated with the event. Upon eval by physio-control, it was observed that the device would not power on with ac or dc power.